Event description:
It was reported that the user experienced hyperglycemia after a supply change and insulin delivery was resumed with assistance; no alerts for extreme hyperglycemia were reported and no backup therapy, ketone testing, steroid use, or medical intervention occurred. Symptoms included stress associated with elevated blood glucose. Outcomes included temporary impact to daily activities. Investigation included troubleshooting and user education. Investigation of this case revealed no device alerts or alarms and no confirmed device or component malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.